Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. The issue was resolved and the patient was re-paired eventually. There were no patient consequences reported.